Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting the rse checked the bios indicating a memory issue in slot 3. The rse notified the customer that the system model was beyond its repair support period and the repair was not possible for the system. The customer agreed to the suggestion provided by the rse and decided to purchase a new system. As the repair support period had significantly passed for this model no work was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.